Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa start date was (B)(6) 2018. On (B)(6) 2019, it was reported the patient had an infection at the peg site beginning (B)(6) 2019 and was treated with oral antibiotic keflex 250 mg. The infection was resolved on (B)(6) 2019.